Manufacturer narrative:
(B)(4). Concomitant medical products: kne-other-tibia-unk, catalog # unknown, lot # unknown; kne-other-femoral-unk, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee procedure and subsequently was revised due to instability.

Event description:
It was reported that a patient underwent an initial right knee procedure and subsequently was revised due to instability.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned. However the photos of explanted products(femoral and tibial) shows blood stains and foreign material(bone cement/bone growth). No further review could be done. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee arthroplasty components are anatomically aligned in the single ap projection. There is no evidence of component loosening. There is slight asymmetric narrowing of the medial joint space and small ossific densities are noted at the lateral and medial joint lines. There is a large ossification overlying the central joint space between the femoral and tibial components and is presumably anterior in position and related to the patella. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.